Manufacturer narrative:
(B)(4): a customer indicated that a patient death occurred and informed philips that the alarms were turned off and that nursing staff were at fault. There is no allegation of a product malfunction; however, we will consider that use of the device was a factor as the alarms were off and the staff may not have been aware of the condition of the patient during that timeframe. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer indicated that a patient death occurred and informed philips that the alarms were turned off and that nursing staff were at fault.